Event description:
Meter name: fast take. Strip name: fast take strip. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: shaky, dizziness, blurred vision. A patient reported they were hospitalized. Their meter allegedly had not power. The result on their meter was unable to test. Treatment was unknown. No further info has been reported.